Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.